Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the information, it is likely that the failure to cross was due to anatomical conditions which was described as heavily calcified. As a result, the tip of the barewire kinked and ultimately broke/separated during removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the carotid artery with heavy calcification and moderate tortuosity. The large emboshield nav6 embolic protection system (eps) was attempted to be advanced to the target lesion; however, the eps failed to advance due to the anatomy. Several attempts were made to cross the lesion; however, the eps was not able to cross the target lesion. Therefore, the eps was removed from the patient and the barewire was noted to become kinked and partially broken. A new emboshield was used to continue the procedure followed by dilation on the with 5x20mm viatrac balloon and implantation an 8-6x40mm xact stent. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.